Manufacturer narrative:
Device has been returned and evaluation is pending. The investigation is ongoing.

Event description:
It was reported that during a phacoemulsification procedure of the left eye, the intraocular lens (iol) was loaded properly by the technicians but was delivered into the patient¿s eye cracked. The iol was removed intraoperatively within approximately five minutes of insertion. The incision was enlarged to 2.8mm to remove the lens, sutures were not required. The lens was replaced intraoperatively with a backup lens. No other patient injury was reported. According to the reporter, no further is information available.

Manufacturer narrative:
A device history record (DHR) review, did not find any non-conformities or anomalies related to the reported event. Based on the available information and product evaluation, the root cause of this event could not be conclusively determined; however, most probable root cause is user related. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.

Manufacturer narrative:
The product evaluation has been completed. One delivery device from the reported lot was returned in an unknown sterilization pouch inside of a plastic zip-lock bag. The original packaging was not returned. There was a dried solution visible in the tip. The tip of the delivery device was found to be bent, bulging on the side and the tip was noted to be deformed. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The investigation is ongoing.